Event description:
It was reported that patient presented for a follow-up in clinic. It was noted that the right atrial lead dislodged due to twiddler's syndrome which resulted in high capture threshold. The lead dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was discharged.